Event description:
It was reported that both leads had no capture, high impedance and had dislodged. Oversensing noted on the atrial lead. There was no sensing or pacing when both the leads were tested with the analyzer. The physician felt the leads may have fractured. Both leads were capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.